Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited a lead safety switch due to out of range pace impedances. Review showed there has been variability on both the right atrial (ra) and right ventricular (rv) lead impedances. Reprogramming was discussed and the system remains in service. Both leads are another manufacturer's product. The patient is not dependent and there have been no adverse patient effects reported.